Event description:
It was reported that inappropriate mode switching due to competitive atrial pacing was observed on the device. Additionally, pacemaker mediated tachycardia was observed. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.